Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This was observed during a recent follow-up visit. The physician elected to reprogram the device due to the patients poor conditions. It was noted that the approximate time until explant is less than 1 year. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This was observed during a recent follow-up visit. The physician elected to reprogram the device due to the patients poor conditions. It was noted that the approximate time until explant is less than 1 year. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: further information provided from the field indicated that the medical decision is to not replace this device due to the patient's poor condition.